Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, during an unknown procedure while plating a pubic symphysis, a locking screw would not lock into the plate. The surgeon decided to redirect a 3.5 cortex screw for bicortical fixation. The surgery was completed successfully. There was a surgical delay of five (5) minutes. There were no patient consequences. This report is for one (1) unknown locking screw. This is report 2 of 2 for (B)(4).